Event description:
Information was received indicating that a motor rate error occurred on a smiths medical medfusion® 3500 syringe pump. There were no reported adverse effects.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection found the tamper seal removed and the top and bottom cases in fair condition. It was observed that the right/left plunger cases were cracked as well as the a/c cable receptacle and battery door were cracked. A review of the event history log found a motor rate error. Occlusion testing was performed and was able to duplicate the motor rate error. The cause of the issue was due to multiple drive train components being worn out from normal use. It was indicated the pump was over 13 years old. Based on the evidence, the root cause was attributed to normal wear.